Manufacturer narrative:
(B)(6). Investigation result: the returned guidewire were broken at two points: the coils and the polymer jacket were broken at the middle solder located at 25mm from the distal tip and the inner coils and the core wire were broken at 9mm from the distal tip. The coils and the polymer jacket distal to the middle solder were noted to be twisted. At the distal end, the broken core wire and the inner coils were exposed. The guidewire was bent at the point proximal to the middle solder. Taking a closer look at the exposed inner coils, it was found that the inner coils were pulled and twisted. The breakage surface of the core wire was almost flat indicating the accumulated rotational force had contributed to this breakage. Lot history review: lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Conclusion: based on the obtained information and the investigation outcome, it is concluded that pulling and rotational force exceeding the product's design limit might be inadvertently given to the guidewire during manipulation while its tip was trapped by the calcified lesion. There was no indication of product deficiency. Warnings section of the IFU describes: if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action, if the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing this guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counter clockwise alternately. Do not exceed two rotations (720? ) in the same direction.

Event description:
Reportedly, during pci to treat a heavily calcified cto lesion in the rca #1 through #7, a guidewire was used in an attempt to cross the lesion. When the physician was advancing the guidewire into the lesion, the tip of the guidewire got trapped in the lesion. The physician pulled the trapped guidewire to release it and then noticed that its tip got separated. A snare was used to retrieve the tip fragment of the guidewire left inside the vessel; however, it went unsuccessful. Pci was continued and the blood flow was restored. The tip fragment was embedded with a stent. The physician commented that the guidewire was trapped by the lesion and it contributed to breakage of the guidewire. Information of the patient outcome was obtained via distributor on (B)(6) 2016 and it said there were no complications with the patient after the procedure.